Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the femoral artery. The 70% stenosed, 2.5x30mm concentric de novo diffuse and fibrous lesion being treated was located in the moderately tortuous, non-calcified mid left circumflex (lcx) artery and in the calcified left anterior descending (lad) . Following predilation and successful deployment of a 3.0x16mm taxus liberte stent in lad, the physician began to treat the lcx. While advancing the 2.5x32mm taxus liberte stent through the unknown 7f guide catheter, the proximal shaft broke in two pieces. The physician withdrew the 2.5x32mm stent and completed the procedure with a 2.5x28mm taxus liberte stent. The procedure was successful. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).